Event description:
On (B)(6) 2025, the following information was provided by the patient: the v.a.c.® granufoam¿ dressing was too long, and she had to clip it to her pants. The tubing detached from her pants and entangled around the tire of her husband¿s car causing her to fall. As a result of the fall, she sustained a laceration to her forehead that required sutures and suffered a fractured shoulder. She subsequently underwent surgical intervention for the shoulder injury. No additional information was provided. On (B)(6) 2025, a device history record review for the v.a.c.® granufoam¿ dressing lot number c21005v009 was completed. All end release testing of product and packaging met specifications.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged event was related to the v.a.c.® granufoam¿ dressing tubing. The patient has a history of neuropathy, and the wound is located on the right foot. Multiple unsuccessful attempts have been made to obtain additional clinical information. All end release testing of product and packaging met specifications. The patient did not properly store and secure excess tubing using the tubing storage straps in the carrying case as indicated in device labeling; therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: carrying case use the adjustable strap to wear the carrying case across your chest. Keep the therapy unit in the carrying case when in use. Tubing storage straps are provided. Fall prevention tips follow these safety tips to help prevent slips or falls while using the v.a.c.® therapy system: · know your surroundings. Avoid possible tripping hazards, such as throw rugs, extension cords, and uneven floors. · safely store and secure any excess power cord and tubing to prevent tripping. See the therapy unit user manual for how to properly secure tubing. · be cautious of doorknobs and other household objects that could catch exposed tubing. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.